Event description:
Information was received indicating that cadd solis vip pump displayed an alarm that cassette is not attached properly. There was no patient involved.

Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in used condition. The tamper seal was missing. The dso seal was peaking off. A review of the event history log evidenced the following: (B)(6) 2020 4:11:47 pm high alarm displayed: cassette not attached properly. The customer reported product problem was not replicated. Upon testing, the device passed all the functional tests. The problem source of the reported product problem was unknown. A root cause was not established. The dso sensor was replaced as a preventative measure. H1: the initial report had an error. The report type was entered as serious injury when it should have been malfunction. Malfunction has also been selected for this follow up.